Manufacturer narrative:
Company representative cleared the error message, reloaded software and tested the unit.

Event description:
Customer reported the v series displayed an error message, which may have resulted in loss of primary monitoring. No patient injury reported.